Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated potassium result generated on the architect c8000 processing module for one sample. The following results were provided: (customer ref range 3.4-5.0 meq/l) initial result = 7.7 meq/l, repeat result = 2.0 meq/l no impact to patient management was reported.